Event description:
It was reported that during review of the submitted log files, a no external power alarm and power cable disconnect alarm were active on the timestamp of 02jan2000 at 03:59:53 while using the mobile power unit (mpu).

Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files were evaluated and revealed no external power alarms on the timestamp of 02jan2000. The alarms resolved when power was restored to the system, all while the mobile power unit (mpu) was in use. The duration of the alarms could not be conclusively determined due to the nature of the periodic log file. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while connected to power. The backup battery supported the pump as intended during the loss of external power. The mobile power unit (mpu) (serial number unknown) was not returned for evaluation. The root cause for the observed alarms could not be conclusively determined via this analysis. The serial number or other identifying information of the mpu was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarm does not resolve. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mpu and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.